Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had to have emergency disconnection from the homechoice device due to an unrelated event. The patient was hospitalized due to an unrelated event. While being hospitalized, the patient was diagnosed with peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. Beginning on an unreported date, the patient was treated with gentamycin 80 milligrams intraperitoneally once daily which ended nine days after the initial report of this event was received for the peritonitis event. Dianeal therapy was ongoing. The patient was recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.

Manufacturer narrative:
Complaint no: (B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.